Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 74 mg/dl. The customer took glucose, consumed shrimp and orange juice to address bg level. Reportedly, the customer did not consume enough food and customer's bg level dropped after the customer delivered a food bolus. Review of pump bolus history with tandem technical support showed that when the food bolus had been delivered, the customer's bg level had been at 106 mg/dl. Reportedly, the customer had forgotten "106" had been entered into the bg value of the bolus screen. Then, the customer declined the reverse correction. In addition, the customer stated maybe being insulin sensitive. During the time of the call, the customer bg level was at 226 mg/dl, and was returning to target range. The customer confirmed that the pump was performing as intended and was recommended by tandem technical support to consult with healthcare provider regarding diabetes management.